Event description:
The patient had prophylactic generator replacement surgery on (B)(6) 2015. Diagnostics showed that the device was functioning properly. The explanting facility does not return product without written patient consent. Therefore, the generator was not available for return.

Event description:
It was reported that a patient had recently experienced an increase in seizures. The patient believed that the increase in seizures was due to her vns battery being "dead." Attempts for further information were unsuccessful to date.